Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with a hernia (type not provided) and was hospitalized for about two weeks. Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records, treatment records) has thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of an unspecified hernia. The cause of the patient¿s unspecified hernia and/or when it was formed are unknown, therefore causality cannot be established. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred causing the events, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation or exacerbation of the patient¿s unspecified hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with a hernia (type not provided) and was hospitalized for about two weeks. Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records, treatment records) has thus far proven unsuccessful.